Event description:
It was reported that the patient had stimulation from their implantable neurostimulator (ins) in the wrong location, specifically, the dorsiflexion of the right foot. The patient stated that they were ¿not sure¿ that the ins device has ever helped them and had stimulation in the wrong location with no therapy results. It was noted that the patient had dorsiflexion of the right foot and toes since implantation. It was advised to try multiple electrode combinations to solve the issue but each combination provided stimulation in the wrong location. The patient also felt no stimulation on electrode contact #0. In addition, it was reported that the patient did not normally feel shocking but during programming with the nurse they felt shocking with some of the electrode combinations. The patient also felt shocking during the electrode impedance test. Impedance test results showed values greater than 4,000 ohms on the electrode combinations of #0 <(>&<)>1, 0 <(>&<)> 2, and 0 <(>&<)> 3. All other electrode combinations values ranged from 1111 to 2213. Additional information was requested but was not available at the time of this report. If additional information is received, a follow up report will be sent.

Event description:
Additional information received noted that the cause of the impedance issue was unknown. Regarding any lead fractures, it was noted: not known. It was noted: device off x several weeks. Another doctor placed the device. It never worked. Urodynamics performed. Reprogramming performed including with assistance from the manufacturer. Plan revision with preservation of current ipg if feasible.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va0ddcc, implanted: (B)(6) 2013, product type lead. (B)(4).